Event description:
Perclose proglide suture medicated closure system's internal suture was disconnected from the device when deployed. The foot pedal of the device broke off in the left femoral artery.